Manufacturer narrative:
D6a: implant date not known. Best estimate not provided as year not known. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
Titan pump and one cylinder were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of incorrect sizing, quality accepts the physician¿s observations as to the reason for surgical intervention. Per the instructions for use (IFU), surgeons implanting penile prostheses should be familiar with the currently available techniques for measuring the patient, determining implant size, and performing the surgery. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
D6a: implant date not known. Best estimate not provided as year not known. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced to convert from narrow 16cm to standard 16cm.